Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the patient mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown. Device code - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - the article was written by keating, e.m. Et al. Clinical orthopaedics and related research number 404, pp. 34¿39. Doi 10.1097/01.blo.0000030485.77561.57. Manufacture date ¿ unknown this information was originally reported on 1825034-2016-00950 which referenced a journal article written on a study that this patient took part in. Product location unknown.

Event description:
Information was received based on a review of the journal article, "long-term followup of non-modular total knee replacements." The purpose of the current study was to evaluate and determine the mechanism and etiology of failure of components that failed in long-term follow-up of anatomic graduated component total knee replacements. The authors previously reported the survivorship of 4583 anatomic graduated component total knee arthroplasties done during a 17-year period. The current study was done to evaluate the etiology and cause of failure of the components that failed. A patient was identified in the article underwent an initial knee arthroplasty on an unknown date. Subsequently, the patient underwent a femoral fixation procedure on an unknown date due to a supercondylar femur fracture after a fall. The patient was revised 7.6 years later due to loosening of the femoral component.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. This report is to address only one event of the article. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause is unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
In the journal article, it was found that following total knee replacement, the patient fell and sustained a supercondylar femur fracture which was surgically repaired with a rod on an unknown date. There has been no further information provided and the patient outcome is unknown. All other events will be reported in individual records which will be linked to this parent record.